Event description:
It was reported that a revision surgery was performed due to a cup dislocation which needed to be revised.

Manufacturer narrative:
The affected r3 3 hole acetabular shell 50mm was not returned for evaluation. A clinical evaluation noted several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation can be performed. Should information become available this complaint can be re-assessed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation of this report is inconclusive. Should the device or additional information be received in the future, the complaint will be reopened. We consider this investigation closed.